Event description:
Two files separted in the same canal of one patient. The patient is scheduled for follow-up treatment, thogh outcome of the event is not known as of this report.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgicla intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. Please note that tish event and the event documented under report number 8031010-2005-00273 involve the same patient.